Event description:
During a routine shift check by a clinician, the device would not discharge with paddles. There was no pt involvement in the reported malfunction. During subsequent biomed testing the device displayed "defib fault 109" and "bridge test failed" messages.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.